Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had an insulation issue or could be related to heart changes. Boston scientific technical services (ts) discussed how the patient's pace impedances out of range at 269 ohms and lead range was at 3000-1200 ohms. Additional information indicated that there was an insulation break which caused pocket stimulation when pacing was needed. Field representative also noted high impedances and high threshold. This rv lead was explanted. No additional adverse patient effects were reported.